Manufacturer narrative:
D10: concomitant devices: 4973526 186-01-56 - integrip cc, cluster 56mm,g3. 4888968 188-01-09 - wedge plasma x/o sz 9. 4952800 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 76 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.